Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the user facility the basket tines were breaking with one or two grabs. The user facility had to go through two to three baskets per case due to the tine breakage. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Evaluation / investigation: the product was not returned for an evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. The complaint is general in nature and not specific to any single device. A ship history was conducted and determined the majority of the stone retrieval baskets received by this customer were in the ncircle tipless stone extractor (ntse) product family ((B)(4) of (B)(4) baskets). This investigation was completed assuming the complaint was for the nste family of basket devices. A review of the instructions for use, quality control data, and specifications was conducted. A review of the device history record was not able to be performed as a device lot number was not provided. A review for additional complaints for this device lot was also not able to be completed without the device lot number. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. The instructions for use (IFU) provides the following precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The provided information states the tines (basket wires) are breaking during use. Some of the possible causes for this issue could be related to exposing the wire to a laser or electrical source during use, excessive force applied to the device, or manufacturing. With the limited information available a definitive root cause cannot be established. Measures have been initiated to address the reported failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.